Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 125 mg/dl. Customer was trying to fill their tubing and received a no delivery alarm. Troubleshooting for the no delivery alarm was performed. Customer was advised that the reservoir was possibly occluded. Customer advised a complete set change resolved the issue. Customer advised the piece that holds the battery in it is not working properly. Customer replaced the battery and after about 3 seconds the device was down to 2 bars. Troubleshooting for low battery was performed. Customer was advised average battery life is a week. Customer was advised to monitor the insulin pump and call back if issues persist.